Event description:
On (B)(6) 2012, the reporter contacted lifescan from (B)(6) alleging an error 4 message issue with the one touch verio pro meter. It was noted that the subject meter was used on the reporter¿s pet. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.